Event description:
Boston scientific received information that this right ventricular (rv) was found to be dislodged during a procedure to revise the associated atrial lead. Additionally, the lead was found to have damage to the insulation and conductor. It was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.